Event description:
It was reported that the drill sleeve overheated during drilling. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). The DHR was reviewed and no issues that would have resulted in this complaint were found. No manufacturing deficiencies were noted. The drill bit shows scrub marks on the back cutting area, the tip itself is ok. The carried out functional test could not identify and deviation to the specifications. We are not able to comprehend the mentioned problem. Reviewing the manufacturing and material document shows no deviation to the specification.